Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there was no visible damage to the returned head. The liner had been installed into the shell so no further analysis could be performed. The head height and diameter were checked per the print and found in conformance. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified no additional complaints for the bipolar, and no additional complaints for the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 163661 28mm dia cocr mod hd -3mm nk j7399125. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01854. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a bilateral hip arthroplasty, patient suffered a dislocation and was revised one month post implantation. The head and liner disassembled when the surgeon was performing repositioning post dislocation.